Manufacturer narrative:
(B)(4). The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed, a break in the balloon shaft following the removal of the y-connector strain relief. A small void in the adhesive at the distal edge of the y-connector was also observed. No other abnormalities were observed. During function testing, a leak was observed during balloon inflation with the strain relief in place. Fluid was observed underneath the strain relief distal to the y-connector. Dimensional analysis of the balloon shaft outer diameter (od) at the break met specification. In this case, the complaint for leakage was confirmed. Although it is possible that the balloon shaft was bent, kinked or pulled during the procedure, causing the observed damage, it is also possible that a manufacturing related process may have also contributed to the break in the shaft. A definite root cause of the break in the balloon shaft cannot be confirmed at this time. A CAPA has been initiated to further investigate this issue and implement corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-00527.

Event description:
As reported by our edwards european affiliate, during a transfemoral tavr procedure, a commander delivery system leaked at the y-connector during valve deployment. During inflation of a 23mm sapien 3 valve, there was a leak at the y-connector of the delivery system and the valve was partially deployed. Two (2) additional fillings were needed to deploy the valve properly. At the time of this event, no consequences for the patient were reported. A few days post procedure, concentric pvl was observed and a second sapien 3 valve was implanted. The patient is fine and has been discharged to home.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards (B)(4) affiliate, during a transfemoral tavr procedure, a commander delivery system leaked at the y-connector during valve deployment. During inflation of a 23mm sapien 3 valve, there was a leak at the y-connector of the delivery system and the valve was partially deployed. Two (2) additional fillings were needed to deploy the valve properly. There were no consequences for the patient reported.